Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle went through the catheter while introducing the catheter. The following information was provided by the initial reporter: venipuncture was performed with catheter #20 lot 1273794 and at the time of puncture it is observed that the bevel and catheter are blooming, and there is resistance when advancing; no progress is made, the insertion device is removed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle went through the catheter while introducing the catheter. The following information was provided by the initial reporter: venipuncture was performed with catheter #20 lot 1273794 and at the time of puncture it is observed that the bevel and catheter are blooming, and there is resistance when advancing; no progress is made, the insertion device is removed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed the label and a view of the 20ga insyte autoguard unit with the needle piercing through catheter near the tip. Traces of blood are found throughout the catheter. The reported issue was confirmed. During the manufacturing process, the needle through catheter may originate due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. This type of defect could also originate in the clinical setting due to improper use either during tip adhesion break as stated in the IFU or during the venipuncture attempt by moving the catheter up and down over the cannula or advancing at a wrong angle. As the device has been used it is very unlikely that the defect originated during manufacturing since the unit would have been received with the needle pierced through the catheter wall in a y shape. If an attempt were made to insert the catheter with the y shape, the needle would not advance into the patient¿s skin past the spear causing excessive discomfort. Based on the evidence gathered, the device was most likely pierced when performing venipuncture. A device history record review showed no non-conformances associated with this issue during the production of this batch.